Event description:
Boston scientific received information that during a routine clinical follow-up, high out of range pacing impedance measurements, noise and oversensing, were exhibited with this right ventricular lead. Initially, the observed clinical observations were suspected to have been related to the associated device, as it was suspected the header bonding may have been compromised. To date, the lead and associated device remain implanted and in service.

Event description:
--

Manufacturer narrative:
Following receipt of new information this event will be further updated.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Information was recently received that the lead had been taken out of service last year. The product was not returned to boston scientific for analysis. Should it be returned at a later date, laboratory analysis will be performed.